Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735339, lot # unknown. A medtronic representative went to the site to test the equipment. It was reported that the positioning sensor unit (psu) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the positioning sensor unit (psu) couldn't track tools. This was reported outside of a procedure. There was no patient involved.